Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the tube of the first device got disconnected with anvil. While the second one had balloon physically broke. The laproclip was difficult to assemble while the stapler was unable to close.

Event description:
According to the reporter, during an esophageal anastomosis, the tube of the first device got disconnected with anvil while the second one had balloon physically broke. The laproclip was difficult to assemble while the cartridge of the stapler was unable to close. An eea sizer was used. Suture was used to remove and complete the case. No patient injury. Pli 50: product received without accompanying information

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the trocar balloon. Functionally, the button was pressed and the valve seal opened and closed properly. The valve doors moved and locked in place properly. A test insufflation bulb was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. The lock collar moved up and down the cannula and snapped securely in place. A water bath test was performed for possible leakage and no air bubbles were found. It was reported that the balloon physically broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.